Manufacturer narrative:
(B)(4). Date sent: 11/13/24 d4: batch #unk d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, two devices stopped half way through while firing on radiated tissue. Surgeon was using a blue reload with slr. Staples were deployed and the knife cut about half way on both devices. Device was unable to be opened. The battery was removed and flipped. The reverse button was attempted. Manual override was used to open both devices. A third device with the same color reload and slr was used to complete the procedure. There was no patient consequences reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent 12/11/2024. D4 batch #700c05. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received partially fired 2/3. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 700c05, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 12/9/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.